Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited loss of capture, low sensing and loss of sensing. As a resolution the ra lead was explanted and replaced. The patient condition was stable.